Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 150 mg/dl. The customer changed supplies and resumed insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.